Manufacturer narrative:
The complaint was reported after routine follow-up examination at 2 months (date of surgery: (B)(6) 2018, date of occurrence: (B)(6) 2018). An x-ray of the patient taken during the routine follow-up shows that the lower cover plate has fractured into 5 pieces. The physician stated that the patient was asymptomatic, and no revision surgery was needed due to the fractured cover plate. Using the follow-up x-ray as a guide, solidworks was used to recreate the current condition of the superior both constructs. From the recreation of the construct, the following information can be gathered about the bottom construct: surgery was performed on two levels from c3-c5. The cervical system IFU states in the indications for use that the "...system is indicated for intervertebral fusion procedures... At one level from c2-t1". For level c3-c4 the construct is oriented 2down/1up (the two lateral screws were inserted into the inferior vertebra while the center screw was inserted into the superior vertebra). For level c4-c5 the construct is oriented 2down/1up. The plate has fractured into approximately 5 pieces. The center screw has translated approximately 0.85mm. The center screw angle is shallow by approximately 17°. The screws used in the lower construct are all 14mm in length. The two 12mm screws listed in the complaint were used on the upper construct. A review of manufacturing records show there were no discrepancies or deviations for the lot of associated implants. A root cause analysis was performed and it was determined that the most likely cause for the failure mechanism is the center screw pushing on the cover plate until it fractured. This failure mechanism is identified in the core risk document for this system. Renovis will continue to monitor and trend for similar complaints. Corrective action will be taken in the future if deemed necessary.

Event description:
During a routine 2-month follow-up visit, the surgeon was reviewing patient x-rays and discovered that the cover plate on a cervical cage implant had become dislodged and fractured. The surgeon stated that the patient was asymptomatic and no revision surgery was required at that time.